Manufacturer narrative:
Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging.

Event description:
The image was foggy and the scope leaked. The time of event is unknown. There was no report of patient harm.